Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary artery bypass graft and aortic valve procedure, low oxygen levels (pao2 of 81) were observed at initiation of cardiopulmonary bypass using the fusion oxygenator. The pao2 remained at 81 for 3 to 4 minutes after initiation of bypass, and only slightly increased into the hundreds after the cardiac index was raised to 2.2. A good color change was noted in the arterial line, and after administration of 50 ml of 25% albumin, pao2 improved to 200¿280. The first gas measurement of pao2 was 363, seven minutes after bypass was established. There was a slight pause in cooling during the procedure, and after cooling resumed, pao2 increased to 527. For the remainder of the run, pao2 remained in the 400¿500s with fio2 of 85¿90%. Serial pao2 measurements were conducted throughout the procedure. The device was used to complete the procedure. No patient complications have been reported as a result of this event. There were three lots of fusion oxygenator associated with the custom pack: 230317961, 230368167 and 230317960.

Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7 l/min blood <(>&<)> gas flows) and the results as reported below. 352 ml/min o2 xferc. 243 ml/min co2 xferc. 185 mm/hg delta pblood the reason for the return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information h6.3 eval code result (fdr/annex c):this field was updated. Additional information h6.4 eval code conclusion (fdc/annex d):this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.